Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service at third-party bench repair service, physical damage to the display touchscreen occurred. As the device was removed from service at the time of the incident, there was no patient involvement.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service at third-party bench repair service, physical damage to the display touchscreen occurred. As the device was removed from service at the time of the incident, there was no patient involvement.